Event description:
It was reported that a patient faces an event where patient reported that site-related issues (redness and swelling), leading to elevated blood glucose levels; managed with a correction injection via mdi on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 2. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.